Event description:
The patient was undergoing an aortic root and valve replacement and was experiencing frequent episodes of atrial fibrillation during the case. During the procedure, he had internal transthoracic pacing wires connected to a medtronic dual chamber temporary pacemaker which was turned off. The patient was stable and doing well while preparations were being made to transport the patient to ICU. The pacemaker was passed by the anesthesia fellow to the nurse at the field per standard procedure and simultaneously, pacing spikes, premature ventricular contractions and short runs of ventricular tachycardia were noted on the EKG before the patient abruptly went into ventricular fibrillation requiring CPR and defibrillation with a rapid return to normal rhythm. The patient fully recovered and has been discharged. Post event debriefing led to the conclusion that the "emergency/asynch" button may have been inadvertantly pushed during the hand-off of the pacemaker placing it into maximum output asynchronous mode with subsequent development of ventricular fibrillation. The device testing by biomed did not reveal any malfunction. According to our biomedical engineer, there is no cover for this model of pacemaker. The older models did and the single chamber pacer does, but this model does not.======================health professional's impression======================the asynchronous activation is a one button, one push action that can be inadvertently switched on during handling of the device. In the asynschronous mode there is no confirmation step required when the pacemaker is turned on before pacing is actually instituted.